Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a refill, the healthcare provider (hcp) noticed that the refill date was not correct on the patient therapy manager (ptm). It was stated that the refill date was (B)(6)-2012, but the ptm showed a refill date of (B)(6)-2011. The hcp determined that the ptm was not coupled to the current pump. The patient's ptm was still coupled to the pump that was replaced in (B)(6) 2011. The last patient refill was noted to be on (B)(6)-2011. It was stated that the ptm never worked for the patient. Per hcp, there were no known error codes. The ptm was decoupled from the old pump and recoupled to the current. This action resolved the issue.